Event description:
A malfunction on the pump was reported by the caller, displaying a malfunction code "malf 12." There was no reported adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The caller was assisted by customer technical support in resetting the pump, but the malfunction code recurred. Consequently, technical support decided to replace the pump, and arrangements were made for the customer to use multiple daily injections as a backup therapy. Instructions were provided for the pump's storage and return to tandem using a prepaid label, and a replacement pump with updated software was sent to the customer.